Event description:
Patient to hospital for routine ureteral stent replacement - every 3 mos - last seen 5/11/92. Upon cystoscope examination approximately 1/3 of stent placed 5/11/92 was in anal pelvis, 2/3 in bladder. Left side stent still in place. Broken stent changed without difficultydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.